Manufacturer narrative:
Device evaluation of belt (B)(4) was completed. The reported problem (failed pulse test) was confirmed. Upon investigation the electrode belt was unable to complete functional testing. The cause for the failure was isolated to internally shorted u727 and u728 components on the dn pca. The root cause for the shorted u727 and u728 components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it failed an incoming pulse test.